Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was damaged and that he was experiencing low blood glucose levels. The customer's blood glucose was 107 mg/dl. The customer treated himself with food. Troubleshooting was done. The customer stated that there was a crack at the drive support cap on the insulin pump. The customer stated that he had dropped the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.